Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that would not inflate. The physician attempted to troubleshoot the device; however, the issue was not resolved. It was believed that there was a leak in the device. A surgical intervention was performed in which the physician identified that the cylinders were fractured and suspected that was the reason for the fluid loss. The cylinder and pump were explanted and replaced. The reservoir remains implanted. No patient complications were reported.